Event description:
A potential false negative ck-mb result was obtained. Pt went to ed complaining of chest pain and shortness of breath. Pt was admitted to the ICU, then released. Ed cardiologist suspects dehydration.

Manufacturer narrative:
Investigation pending.